Manufacturer narrative:
As the customer did not retain the finished goods lot number; a device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Customer reported via a med watch report form; "suspected retained plastic particles from the phaco handpiece were discovered on post-op slit lamp examination. The patient will return to surgery for removal. Upon follow up the reporter informed that the fragments were found in the anterior chamber of a patient's eye and "will remove the fragments in the near future." It was indicated that " these fragments may be coming from the piece that tightens the phaco tip, as the plastic looks similar. It may be happening if the technicians tighten the tip too much."

Manufacturer narrative:
Phaco tip wrech: no phaco tip or phaco wrench was returned for evaluation for the report of plastic particles; therefore, the condition of the product could not be verified. No particle was returned for analysis. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a product sample or particle were not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. Based on the complaint information, the phaco wrench is a possible source for plastic particles. The most likely source for the generation of wrench material is from the improper removal of the phaco tip so that the distal end of the tip hits the inside wall of the plastic wrench when the tip is being removed from the wrench or from over torqueing the wrench when placing the phaco tip onto the ultrasonic handpiece. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. Unspecified handpiece: no phaco tip or phaco wrench was returned for evaluation for the report of plastic particles; therefore, the condition of the product could not be verified. No particle was returned for analysis. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the complaint information, the phaco wrench is a possible source for plastic particles. The most likely source for the generation of wrench material is from the improper removal of the phaco tip so that the distal end of the tip hits the inside wall of the plastic wrench when the tip is being removed from the wrench or from over torqueing the wrench when placing the phaco tip onto the ultrasonic handpiece. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). There is no evidence that the design or manufacturing of the cataract system or phaco handpiece contributed to the reported event. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).